Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported problems with night driving after cataract surgery with an intraocular lens (iol) implant. She states she sees rays coming from lights and headlights. Following the implant, the consumer stated she had "some procedures done in 2010 after the cataract surgery". The patient reported she received a yag laser following the procedure. There are two manufacturer reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The customer indicated the use of an unspecified cartridge and an unspecified handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).